Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received under delivering. The blood glucose value was 325 mg/dl. Customer¿s current blood glucose value was 370 mg/dl. Customer treated with manual injection for high blood glucose. Customer alleging the insulin pump because the customer gave bolus and it is not correct. The reservoir will not return for the analysis. The insulin pump will not return for the analysis.